Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported loud noise/sound and battery charge failure .it is unknown if the device was in use at time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 11jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The unit was also making a humming noise during operation near the right side wall. The fse also noticed while performing performance verification test of ventilator, unit was found to be out of tolerance during oxygen flow accuracy test. At 10slpm, reading should fall between 8.4 slpm and 11,60 slpm. Analyzer reading is showing 12.62 slpm while ventilator screen is displaying 10.0 slpm. Unit was also making a humming noise during operation near the right side wall. The manufacturer's field service engineer (fse) replaced the defective gds (gas delivery system) and power cord to address the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.